Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to an implant procedure; interrogation of the pacemaker revealed that the device was unable to switch to rf telemetry. Attempts to switch to rf telemetry with a new antenna were done but failed. The device was replaced. No patient involvement was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.